Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Unexpected restart alarm after battery change and time and date reset after battery change due to leaky voltage interface board.

Event description:
The customer reported via phone call that they had to reset the time and date and rewind and fill tubing everytime they change the battery. The customer reported that the insulin pump had crack on the battery compartment. The customer's blood glucose was 114 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.